Manufacturer narrative:
The technician found the head cylinder shaft is bent. The technician replaced the head cylinder to resolve this issue.

Event description:
The technician alleged the head down does not function electrically or with cardio pulmonary resuscitation. No patient impact.